Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed autopolarity switch and noise on the atrial lead. The noise episode led to inappropriate automatic mode switch and the noise was suspected to be due to myopotentials. No intervention was reported. The patient was in stable condition.

Event description:
New information received noted that the atrial lead exhibited low pacing impedance. The patient would be monitored.